Event description:
It was reported that during routine testing, it was observed that the motor device would not hold the burr device. During in-house engineering evaluation, it was observed that the motor would not rotate. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that motor would not rotate. It was determined that the motor spindle has not been changed for five years. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.